Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a video assisted thoracoscopic lung volume reduction procedure, the surgeon was evaluating the device. He had completed a series of five firings using the gold reloads. Upon the sixth firing, the gun sounded as though the knife blade had slowed right down. The jaws opened upon firing completion, but the reload was left attached to the tissue whilst the gun was safely removed from the chest. The old reload looked to be still attached to the tissue at the distal end of the reload. When the surgeon tried to remove the reload from the tissue the silver metal encasing that surrounds the reload fell away and had to be fished out through the port site whilst the gold part of the reload remained attached to the specimen. The surgeon used another reload (a green firing) to resect the tissue below the stuck gold reload in order to safely remove from the patient. This seventh firing was completed with no issue. There was a delay of ten minutes. The patient is stable. There were no adverse consequences for the patient reported.